Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of +600 mg/dl. Insulin injections were administered with correction boluses. The bg did not lower, the customer was admitted to the hospital and was treated with intravenous insulin drip. The customer did not know the cause of the high bg; there were no pump alerts or alarms. The customer was discharged on (B)(6) 2017 with the high bg resolved. The customer reverted to using insulin injections to manage diabetes until the event could be discussed with a healthcare provider.